Event description:
It was reported to manufacturer that the vns patient underwent surgery to "put more slack in the lead" due to pain at the neck site. Attempts to obtain additional information from the physician are underway. The patient reports that the surgery "helped tremendously and is no longer have pain at the implantation site and the leads are not as visible in the neck." Further follow up with the treating physician revealed that there was no trauma or manipulation of the device reported that could have contributed to the pain. Additionally, the treating physician stated that recent diagnostic tests have revealed that the device is functioning within normal limits, eos = no.